Manufacturer narrative:
It was reported that "the device suddenly underwent a trip (the switch/brake tripped suddenly)". The complaint device was returned and analyzed by the sfmd. The returned device analysis showed that the molex connector of harness assembly unplugged from rf board, the issue was resolved after reconnection of this part. Therefore, this investigation is assigned a most probable conclusion code of "cause traced to component failure".

Event description:
A maestro 4000 controller was selected for use. It was reported that during a procedure, the switch/brake tripped suddenly. The issue was unable to be resolved, the procedure was not completed due to this event. The patient was already sedated when the procedure was cancelled. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A maestro 4000 controller was selected for use. It was reported that during a procedure, the switch/brake tripped suddenly. The issue was unable to be resolved, the procedure was not completed due to this event. The patient was already sedated when the procedure was cancelled. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under sedation.